Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at a recent follow up, the patient's mother was told that the implantable pulse generator (ipg) would need to be replaced again in approximately 8 months, as chronic high thresholds on the lead are draining the battery faster than expected. The ipg remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: company rep was not selected as a report source on the initial medwatch form. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.